Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed that the tubing was separated from the y-site. The reported problem was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was broken and came apart. This was identified during priming. There was no patient involvement. No additional information is available.